Event description:
Patient was sleeping and awoke to find the proximal pin on his colles fixator had broken at the thread bone interface. He was operated on to remove the fixator and also to see if broken pin could be extracted. Surgeon elected to leave pin in because of extensive surgical intervention that would be required to remove the remaining portion of the pin.